Event description:
The patient underwent bilateral treatment with venaseal. Two venaseal kits were used for this procedure. It is reported that the procedure was uneventful. Approximately 16 days later, the patient developed a little bit of redness. It increased over the next few days and the patient then developed itchiness, a rash, more redness, swelling and pain. Approximately 20 days post index procedure, the patient scheduled an appointment with the physician and was advised that they had an allergic reaction. The patient was prescribed medication (claritin).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.